Event description:
It was reported that the customer intermittently experienced a ¿high¿ blood glucose (bg) level. Cause was unknown, and a specific bg value was not provided. Tandem technical support performed a pump system check and verified the pump functioned as intended. Reportedly, the customer was eating late at night and then turning sleep mode on, therefor control iq was unable to adjust insulin delivery for food consumed. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.